Manufacturer narrative:
The reported complaint that "autopulse platform (s/n (B)(4) did not retract the lifeband and displayed fault code 16 (timeout moving to take-up position)" was confirmed during both archive data review and functional testing. The root cause of the fault code 16 was a seized brake gap, possibly resulting from humidity, neglect, or unintended user handling. During device inspection, a significant amount of corrosion was noted on the brake and drivetrain assembly. A review of the autopulse platform archive revealed that frequent daily checks were not being performed. The customer did not provide any information about the storage condition of the autopulse platform. The customer is located in tennessee, which is a high humidity location. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on this autopulse platform since it was acquired by the customer in 2019. Lack of regular maintenance could lead to degradation of the mechanical components of the drivetrain, including brake seizure. Also, daily device checks are required per the user manual to help prevent the brake gap from seizing. In addition, storing the autopulse in a low humidity location would help prevent internal corrosion on drivetrain component. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the front enclosure was scratched, and there was a vertical crack going through one of the screw fittings. The observed physical damages appeared to be the characteristics of harsh impacts, attributed to user mishandling. The front enclosure was replaced to address the issue. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) error messages on the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during the first compression, confirming the reported complaint. The brake assembly was seized due to rust and corrosion causing the fault code 16 to occur. The defective drivetrain motor was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4) did not retract the lifeband and displayed fault code 16 (timeout moving to take-up position) upon powering up. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.